Event description:
Pt underwent a revision orif of right tibia with excision of dead bone, split thickness skin graft, removal of plate from lateral side and implantation of subject plate on the medial side. Several months post implant, pt was diagnosed with failed hardware, believed to be the subject plate.

Manufacturer narrative:
Subject plate currently remains in the pt. MFR site and MFR date cannot be determined without a lot number. Investigation could not be concluded. No conclusion could be drawn as no device was returned and no lot number was provided. Mfg records could not be reviewed without the lot number.